Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of about 600 mg/dl. Additionally, the customer reported having high levels of ketones. A correction bolus and manual insulin injection was delivered to address bg level. The customer continued to use the pump for insulin therapy.